Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (610 mg/dl) and diabetic ketoacidosis. Customer was treated with manual injection (lantus). Customer was discharged on an unspecified date in good condition. Customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
On (B)(6) 2017 additional information received reporting that the customer sustained permanent kidney damage due to hospitalization for diabetic ketoacidosis.